Event description:
On (B)(6) the manufacturer was notified of the following event: an obese patient with aortic stenosis and coronary bypass surgery operated on (B)(6) 2013, a pvs23 was implanted . One month post-op, the peak gradient was 60mmhg and after 1 year 29mmhg. In (B)(6) 2017, patient was hospitalized with a very high gradient of 106mmhg. Re-operation was performed on (B)(6) 2017. The perceval valve was explanted and a magna ease 21m was implanted. The patient is still hospitalized and is doing well.

Manufacturer narrative:
The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group (B)(4) the results confirmed that this valve satisfied all material, visual, and performance standards required for the icv1209 perceval s pericardial heart valve at the time of manufacture and release. This perceval s valve was explanted after 3 years and 8 months due to a reported structural valve deterioration. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from inadequate leaflet coaptation caused by calcification of the leaflets. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). Histological analysis identified gram positive bacteria spread inside the pericardium. The presence of thrombus depositions and bacteria colonies indicated the onset of an infective endocarditis in the acute phase.